Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified that the device had not been in service for a related problem. The device was run with multiple cassettes and administration sets. The customer¿s reported issue was replicated. The root cause of the problem was a faulty air sensor and to correct the problem, the faulty air sensor and gasket were replaced. The device passed all functional tests after the repair.

Event description:
It was reported that the air detector alarm constantly triggered even with no air in fluid line. There was unknown patient involvement and unknown patient harm/adverse event reported.